Manufacturer narrative:
The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(6).(B)(4).

Event description:
Medtronic received information that prior to implant, the patient had pre-existing tachy brady syndrome with paroxysmal atrial fibrillation requiring av nodal medications. Following the implant of this transcatheter bioprosthetic valve a new left bundle branch block (lbbb) and second degree atrio-ventricular (av) block observed. The decision was made to implant a permanent pacemaker. No adverse patient effects were reported.